Event description:
It was reported that the patient presented prior to routine generator change. Upon device interrogation the right ventricular lead exhibited diminished r waves, low pacing impedance, and over-sensed noise. Insulation damage was suspected. The lead was capped and replaced during the procedure on (B)(6) 2023. The patient was discharged in stable condition.